Event description:
It was initially reported in clinic notes that prior to the patient's generator replacement in 2004, he experienced an increase in seizures, unknown if above or below baseline. The physician felt it may be due to the generator being near end of service but the end of life indicator was "no" at the last diagnostic prior to explant. Good faith attempts for more information have been unsuccessful to date. Good faith attempts for product return are in progress.